Event description:
During onyx injection, it was reported the catheter broke off at approx 25 cm from the distal tip. No patient injury reported. Same event as MDR# 2029214-2010-00257.

Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event. Model and lot number of other onyx involved: model#: 105-7000-060, lot#: 9247633, dom: 09/14/2010, expiration: 07/01/2013. (B)(4).